Manufacturer narrative:
Lead was capped. It appears there was a lead fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Shock impedance greater than 150 ohms. Thoracic impedance dropped drastically on same day. Rep reported slightly abnormal far field signal but no noise. Representative is going to evaluate lead in person. No adverse patient events reported. Should additional information become available, it will be added to this file.